Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
A lead extraction procedure was being performed on the (B)(6) male patient with preexisting condition of replacement of atrial pacemaker lead. The procedure involved superior approach with laser and another manufacturer's locking stylet from the pacemaker pocket, inferior approach with a cook femoral snare. After the laser was deployed within the subclavian vein and the superior vena cava, the lead was withdrawn through the femoral vein with the needle's eye snare. The patient's blood pressure dropped to 45/35 and one unit of blood was administered. The use of the laser contributed to the pericardial effusion. An open-heart procedure was required. After waiting for approximately 30 minutes, during which time the interventional cardiologist examined the heart and lungs with ultrasound, a new lead was placed successfully, and the pacemaker was replaced in the patient's chest, and sutured into place.

Manufacturer narrative:
(B)(4). Investigation - evaluation. No product nor images were returned to assist in the investigation; however a review of the complaint history was conducted during the course of investigation. Based on the complaint report, a needles eye snare was used in a procedure in which the patient experienced a drop in blood pressure and a pericardial effusion. No update was provided regarding the current condition of the patient. A comment in the complaint report indicates the needles eye snare did not contribute to the adverse effects. No information provided indicates the needles eye snare malfunctioned, contained a nonconformity, or was misused. Without the device lot number, a review of manufacturing records cannot be performed. As no device, images or lot number was returned and a comment indicates it did not contribute to the adverse effect, we are unable to determine the root cause of this reported difficulty. Per the quality engineering risk assessment (qera), no further action is required. We will continue to monitor this device.